Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set was bulging in the pumping segment of the alaris pump. The following information was provided by the initial reporter: the following units made a general comment of seeing bulging in the pumping segment of alaris pump IV sets.

Event description:
It was reported that the unspecified bd infusion set was bulging in the pumping segment of the alaris pump. The following information was provided by the initial reporter: the following units made a general comment of seeing bulging in the pumping segment of alaris pump IV sets.

Manufacturer narrative:
H6: investigation summary: several photos were returned by the customer. It was reported by customer that "bulging in the pumping segment of alaris pump IV sets..." The photos show the forms/papers describing the failure, however they do not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. The root cause of this failure was not identified as no product was returned.